Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hypoglycemia. Customer's blood glucose value was 54 mg/dl at the time of incident and the current blood glucose level was not tested. The customer was treated with low blood glucose value with glucose tablets. Customer declined to troubleshoot for low blood glucose value. Customer stated that transmitter was not flashing also it flashes green for a few seconds and then stops. The insulin pump will not be returned for analysis.